Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the proximal left anterior descending (lad) artery and contained a 70 degree bend. A rotawire was positioned across the lesion and a 1.25mm rotalink burr was used for ablation without issue. The burr was then replaced with the 1.50mm rotalink burr for subsequent ablation at 160,000 rpms, with some resistance noted. After ablation, a dissection was noted in the target area. The physician proceeded with the implantation of the stent to complete the procedure. No further patient complications were reported and the patient's condition was fine.